Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis that was manifested by fever with cloudy effluent. The cause of peritonitis was unknown. On an unreported date, the patient was hospitalized for the event. The patient was treated with vancomycin injection (1 gram, intraperitoneal and frequency not reported) and amikacin injection (100 mg, start dose, intraperitoneal and frequency was not reported). At the time of this report, the patient outcome was unknown. Action taken with pd therapy was not reported. No additional information was available.